Event description:
Livanova deutschland has received a report that the 3t heater cooler is contaminated.provided documentation did not clarifiy which contamination was identified.there is no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in germany. Through follow-up communication, livanova learned that the device is cleaned and maintained regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of 70 centimeters from the surgery field. Device is stored with water and h2o2 is checked daily. Hospital does not use reusable heating blankets. Livanova is following up to clarify if the device was contaminated and if the affected hypothermia device still in use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.